Manufacturer narrative:
This is one event for the same pt involving two separate products; associated MDR # 1225714-2013-02419.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unk date after the use of the product.

Manufacturer narrative:
This is one of two device reports associated with this event. Related MFR # 1225714-2013-02418 and 1225714-2013-02419.

Event description:
Additional information received noted the patient experienced a sudden cardiac event, and died in the same day, which is alleged to have been caused by the decedent's exposure to the product administered during dialysis treatment.